Manufacturer narrative:
The reported event of stretched helix was confirmed while the reported event of difficult to remove was unconfirmed. As received, a device was returned for analysis. Visual inspection noted helix elongation consistent with procedural damage. The cause of the reported event of stretched helix was isolated to procedural damage. No other anomalies were identified.

Event description:
It was reported that the patient presented during leadless pacemaker implant procedure. During reposition, it was noted the device was difficult to remove from the initial implanted location. Upon retraction, it was observed that the helix of the leadless pacemaker was stretched. The reported leadless pacemaker was not implanted and the procedure was completed with an alternative leadless pacemaker on (B)(6)2022 . The patient was in stable condition.